Event description:
A case report form was received from an implanting hospital with the following statement: "error message x 2 program current possibly not being delivered - reprogram to lower level". The form was completed at the second visit after implant. The pt's case report forms from the implantation procedure and the third office visit all showed vns diagnostics within normal limits. Therefore, the high impedance reading was received after the pt was programmed on to 0.25ma and not reflective of the impedance reading from the implant surgery. With the available info, it appears that the generator was temporarily not able to provide the programmed therapy at 0.25ma, but was able to provide the subsequent therapy at 0.5ma. The cause for this event is unk. It may be that the generator pin is connected in such a way where it is on the border of making good electrical contact, or there may be a potential software issue which is erroneously displaying a high impedance reading. The pt is receiving proper therapy at the moment and no interventions will be taken.